Event description:
Repair request initiated for device with report of attachment foot cut by tool. No patient impact reported. Repair request escalated to complaint based on reason for return. On follow-up it was noted that the condition was identified during cleaning and that there was no report of patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. On follow-up it was noted that there was no report of patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 34 months without any record of factory service. (B)(4).